Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 105 mg/dl. The customer stated that he just changed infusion set and then gave bolus and that is when he got a motor error alarm and also got an e70 in the insulin pump. The customer was advised that the insulin pump will be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back plan per healthcare provider instruction. It was explained to the customer that a false motor error alarm may be caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to confirm e70 alarm due to several a47 alarms noted in alarm history screen due to corrupted history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.